Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as blistered and burned. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed triple antibiotic cream as well as removing the lifevest until area is healed for the skin irritation. Follow up indicated that the skin irritation improved.